Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had received several battery failed alarms. They had tried three different batteries. They did not receive a replace battery now alarm. The customer's blood glucose level was unknown. They declined further troubleshooting and advised that they would get new batteries and will call back if issue continues. The device will not return for analysis.